Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The philips field service engineer (fse) reported that, while at a customer site performing service to an axis nuclear system, they incurred an injury to the left hand index finger requiring one stitch. The fse reported that the system and the collimator acted as expected and there was no malfunction of the system. This event has been determined to be a reportable event and is currently under investigation.

Manufacturer narrative:
The philips field service engineer (fse) reported that while at a customer site performing service to an axis nuclear system, the fse incurred an injury to the left hand index finger requiring one stitch. The fse reported that the system and the collimator acted as expected and there was no malfunction of the system. The fse confirmed that there was no patient impact as a result of this issue as this occurred during a service call on the system. The customer called the philips remote service desk to report a non-existent (phantom) collision on detector # 1 with the medium energy general purpose (megp) collimators (addressed in (B)(4)). The customer attempted to clear the collision without success. The fse went on site to evaluate and confirm the reported issue. While at the site performing diagnostic service, the fse attempted to manually change the megp collimators to the low energy (le) collimators. There was no allegation of a collimator exchange procedure failure. During the manual collimator exchange process, the fse suffered an accident where he caught his index finger of his left hand on the megp collimator. The fse received medical treatment of one stitch to the injured finger. The fse confirmed that there was no malfunction of the system that caused his injury. While attempting to manually manipulate and change the megp collimators to the low energy (le) collimators, the collimator slipped and fell to the floor. During this time, the fse received his injury. The system is functional and in clinical use.